Event description:
It was reported that the left ventricular (lv) lead dislodged and was revised. During the lead revision the physician noted that it was difficult to insert a competitor right ventricular lead in the device header and that it took many attempts and a large amount of force to fully insert the lead. The device and lv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product:7120q competitor implantable tachy, lead. (B)(4).